Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Troubleshooting of the AED with the customer identified that the depleted battery pack was expired with a labeled expiration date of (B)(6) 2025. The cause of the depleted battery pack was related to a lack of maintenance of the AED. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the aeds red asi indicating the unit needs attention or servicing.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. The customer did not report this occurring during patient use.